Manufacturer narrative:
To date, the severed lead has not been received at boston scientific. Upon receipt the lead will under detailed analysis in an attempt to confirm and determine the root cause of the event.

Event description:
Boston scientific received information that during a routine device replacement, this right atrial (ra) lead was found to have dislodged. Attempts were made to reposition the lead, however during extraction the lead became stuck in the patient's valve and the lead was unable to be removed. The decision was made to stop the procedure and the patient was sent to a specialized hospital to remove the lead. A lead extraction was performed and the lead was successfully removed and replaced. It was noted that during extraction the lead was severed and only a portion of the lead will be returned for analysis. No adverse patient effects were reported.